Event description:
A customer reported experiencing ongoing intermittent occlusion alarms with their insulin pump, which led to an emergency room visit with eventual hospitalization in the intensive care unit in (B)(6) 2025. The customer faced issues with high blood glucose levels, as indicated by both the pump and blood glucose meter reading "high," a specific value was not provided. Although ketones were found, they were not deemed life-threatening, and the customer did not suffer any injuries. Treatment with intravenous fluids of saline and insulin resolved the issue and the customer was released the next day with no permanent damage. Ongoing occlusion alarms were addressed with a supply change, however, due to them continuing the customer ultimately reverted to manual dose injection for insulin therapy.